Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. A replacement device was used to complete the procedure.the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the jaws. The silicone boot insulation on the jaws appeared intact. It was observed that the heater wire on the hot jaw was extremely twisted and detached from the tip of the hot jaw but remained attached to the base. A pre-cautery test and an activation and transection capability test were not performed due to the returned condition of the device, therefore the reported failure to cut cannot be confirmed. However, the analyzed failure material twisted/bent was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.